Event description:
The customer reported that there was an x-ray switch stuck error. This error may prevent the system from completely booting up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch and hand switch connection were reseated during the service call. The system was tested and found to be working as intended and returned to service.